Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: address line 2(B)(6) . H3: one device was received for analysis. Service history review identified that was no indication that the complaint was related to a service of the device within the review period. Visual inspection found a damaged downstream occlusion (dso) seal and a damaged battery compartment. A functional test was performed using occlusion tester and the customer¿s reported problem was duplicated. The root cause of the problem was a damaged battery compartment. To solve the problem, the battery compartment and dso seal will be replaced.

Event description:
It was reported that the device had a damaged door hinge. There was unknown patient involvement. Analysis of the device identified a damaged downstream occlusion (dso) seal.